Event description:
It was reported that a model 1007 thumper was being used on a patient in a hospital setting. After 10 minutes of use the compression depth could no longer be adjusted with the compression depth control. It is not known if the patient was revived.

Manufacturer narrative:
This device and the incident that occurred were investigated by our int'l affiliate with assistance from michigan instruments. The device evaluation revealed that an internal control valve (turbin valve) failed which resulted in the user being unable to adjust the depth of compression. The failed valve was returned to us and evaluated. We were able to determine that the valve indicated extensive use and a detent pin had worn out causing the failure. The incident occured in a hospital but despite several attempts we wer not able to obtain any additional information about the incident including patient information or the circumstances of the event. We are continuing our investigation in to this matter.